Event description:
Reporter stated that caller from facility reported that the unit was overfilling final container with magnesium sulfate from the source container on station 9. This was based on sending a final container to the clinical chemistry dept which reported a 10% excess using a 911 analyzer with a accuracy of about 5%, according to the caller, the unit was programmed for a delivery of 0.33ml from the magnesium sulfate source container. The reporter advised the caller not to use the unit, which will be sent to product services for evaluation. No pt involvement.

Manufacturer narrative:
Evaluation: unit was received dirty and was tested as received. Unit passed all accuracy tests, but failed step 15.6a, the linear actuator opto-sensor check. The complaint could not be duplicated. Unit was sent to repair where the 10-position occluder was recalibrated, resolving the linear actuator opto-sensor check failure. Unit then passed qa final inspection.